Event description:
Additional information received from the patient's cardiologist reported that the patient experienced upper chest pain. The patient planned to contact their pain doctor to check for any issues related to the spinal cord stimulator.

Event description:
Additional information received reported that the chest pain had been constant since (B)(6) 2012, and the chest pain and burning sensation near the lead occurred with stimulation on or off. It was reported that a lead was 'damaged' and had been fixed two weeks ago.

Event description:
It was reported that the patient had her ins implanted for rsd from carpal tunnel surgery. The battery was placed in the right pelvis area. The leads were run up and over her shoulder and the electrodes were attached to the spine. The patient's md believed that the leads were impacting the veins attached to the spine. The patient was in so much pain that she screamed throughout her trial. When she came out of surgery she was very sick and was throwing up from the pain. The nurse advised her to stay in the hospital but the patient went home the next day. The patient's niece also hit her very hard in the back right where the electrode was placed causing a lot of pain, and at her last appointment, her heart doctor rubbed on the lead electrodes site causing burning pain. It was also reported that the patient was diagnosed with pericarditis and brugada syndrome, and was told by her hcp that it could be related to her neurostimulator. The patient was put on medication to lower her blood pressure and indicated that she may need an ICD. It was noted that the patient's medication had been changed many times. Six weeks ago, the patient thought she had a cold, and came down with a fever of 104 and she was lethargic, coughing and had terrible chest pain. The patient had an EKG and it interfered with the stimulation. When the patient mentioned she had a stimulation device the hcp was able to read around the artifacts from the stimulation. It was also reported that the patient's device was turned off for two weeks and she had a complete return in pain symptoms.

Event description:
Additional review determined this event was also reported under MFR. Rep. # 3004209178-2012-07356. All future follow-up will be conducted under this MFR. Rep. (# 3004209178-2012-04004). Additional information received reported that the patient tried to turn her ins off for a couple of hours one day, but her rsd symptoms returned and the pains in her chest did not go away. The chest pain was mostly midline but slightly to the right also. It was noted that stimulation coverage was good. The patient stated that she "knew" her pain management doctor would tell her that nothing was wrong with her scs system and that she could either continue living with chest pains or have the scs system removed, however, her cardiologist told her she should not accept that answer. The patient stated that the cardiologist was informed by someone that chest pains could be a result of stimulation. It was noted that the patient had an appointment with her pain physician on (B)(6) to discuss options to be able to keep the ins on. Impedance measurements were taken, and while impedances for 0/3, 1/3, 2/3 were about 800 ohms the current was 15ua, which appeared to be an open circuit. It was not clear if the pain was caused by scs system but the cardiologist thought it might be and the manufacturer representative planned to try reprogramming the patient.

Event description:
Additional information received reported about a year ago the patient met with manufacturer representative who did and adjustment and the patient 'almost dropped to the floor and she thought she was having a heart attack.' It was also reported 'it was a short or something, one of the wires was not working' and 'no one checked the leads.' The patient was 'in so much pain and it just dropped her.' It was also reported the patient used to be able to tilt her neck and feel stimulation but now she could not. It was noted the patient was taking medications for wrist pain because her rsd (reflex sympathetic dystrophy) had 'gotten worse and seemed swollen.' The patient was able to increase and feel stimulation.

Manufacturer narrative:
(B)(4). Extension model 748951 serial# (B)(4) implanted: (B)(6) 2003 explanted: na; lead model 3887-33 lot# j0349046v implanted: (B)(6) 2003 explanted: na; programmer model 7434a serial# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).